Event description:
Pt's device seems to have migrated toward the left axilla area. The area of the device has reportedly been sore to the touch ever since implant, but the pt is receiving good seizure control with the bns therapy. There are no signs of infection at this time. The pt has not fallen or suffered any injury or trauma to the area of the generator. Treating epileptologist plans to refer the pt to neurosurgeon for possible revision if the problem persists.